Event description:
Related manufacturing reference number: 2017865-2023-47025. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the delivery catheter during tether mode. The lp was implanted successfully. The patient was in stable condition.